Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): detailed complaint and failure description (1)"the device was ventilating a patient when several "exhalation obstructed", "vt low" and "high peep" alarms were triggered. These alarms were triggered during the night shift on march 25th in the early morning hours. Before the event date, the device has never triggered the "exhalation obstructed" alarm. The device has been replaced with another ventilator. The original breathing circuit is still available and will be inspected on march 27, 2025 by the technician." Health impact (2) additional device was required. No health further health impact or consequences were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Manufacturer narrative:
Investigation results: according to the hamilton-c6 operator¿s manual (624945/04), the exhalation obstructed alarm is either triggered by a too high end-expiratory pressure or the end-expiratory flow is too low. This could occur due to an occluded expiratory limb, occluded flow sensor tube or a blocked ev. Since the exhalation obstructed alarm occurred 10s after start of the ventilation and the tests at hamilton medical ag showed no exhalation obstructed alarms, an occlusion of the bc-set or the flow sensor tubes can be ruled out. A possible root cause for this problem could lie in the reprocessing of the valve. If the parts are assembled in a warm state after sterilization, it can happen that the membrane adheres to the valve body. This can trigger the exhalation obstructed alarm right after the start of ventilation. Conclusion: it was not possible to recreate the complaint with the returned bc-set and ev and, therefore, the root cause could not be established. However, it is assumed that the exhalation obstructed. Alarm did occur due to the reprocessing of the ev. Before the assembly of the parts, they need to cool down to prevent the parts from sticking together. The parts need to be checked regularly for signs of damage (according to reprocessing guide 624591/07 chapter 3.3). Both the membrane and the valve body show signs of damage (see section 2). Therefore, the parts should be changed, especially since the parts are very old (valve body from 2018 and membrane from 2021). Hamilton medical ag considers this case as closed.